Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 300cc saline breast prosthesis felt a pop in her left breast after a mammogram. Additionally, it was reported that the patient felt a slow leak in her left breast and observed black drainage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 30-may-2022, the mentor failure analysis lab received the device for evaluation. On 31-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant after trauma from mammogram. The product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the breast implant had parallel lines of shell wear on the anterior aspect. In addition, two (2) tears (a and b) were identified on the posterior view, both within areas of siltex cracking. The tear a measured approximately 0.4 cm and the tear b, 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2021, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation and replacement with gel breast prostheses on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-may-2022, mentor received additional information about the event: - the lot number of the suspect medical device is (B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The reported implantation date is after the expiration date for the device. The dates will be reported as received. If clarification is received on the implantation date, a supplemental report will be submitted. - the patient had both breast prostheses removed and they were replaced with mentor memorygel breast implant 550cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).